Event description:
It was reported while using bd phaseal¿ spike connector (c180j) leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this is a report about leakage of an anticancer agent from c180j. According to the customer's report, when the anticancer agent was administered with 515575-zat and c180j connected, leakage from c180j was observed.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d4: medical device lot #: 2210215; d4: medical device expiration date: 31-mar-2025; h4: device manufacture date: 25-jan-2023. D4: medical device lot #: 2209212; d4: medical device expiration date: 28-feb-2025; h4: device manufacture date: 16-nov-2022. D4: medical device lot #: 2208205; d4: medical device expiration date: 31-jan-2025; h4: device manufacture date: 18-jan-2023. D4: medical device lot #: 2210214; d4: medical device expiration date: 31-mar-2025; h4: device manufacture date: 25-jan-2023. D10: device available for eval yes, d10: returned to manufacturer on: 14-apr-2023. H6: investigation summary photo and one contaminated spike connected to an infusion bag was provided to our quality team for investigation. After proper decontamination of the device, the set was visually inspected and no visible damage or defects were observed. Leakage testing was performed in attempts to recreate the reported failure. Pressure was applied to the infusion bag, squeezing multiple times, no leak was observed from the bag stopper or between the connection of the connector and spike. Additional testing was completed, connecting an injector to the connector of the spike and injecting liquid into the bag, again no leaks were observed. Force testing was performed and while the pieces were welded and could not be manually disconnected, it was found that the connector was slightly twisted, indicating it was not properly assembled onto the spike which likely lead to the leakage reported. A device history review was performed for reported lot 2210215, 2209212, 2208205 and 2210214, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, including force testing to verify the connection of the two pieces, no issues related to the reported incident were found. Based on the sample evaluation, it was determined this incident was due to the improper assembly by the operator, attaching the pieces at an angle instead of vertically. H3 other text : see h10.

Event description:
It was reported while using bd phaseal¿ spike connector (c180j) leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this is a report about leakage of an anticancer agent from c180j. According to the customer's report, when the anticancer agent was administered with 515575-zat and c180j connected, leakage from c180j was observed.